Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the patient's two week post-implant follow-up, it was concluded this left ventricular lead was not stimulating as intended. The physician elected to intervene and surgically reposition the lead tip. No adverse patient effects were reported and to date, this lead remains implanted and in service with no other reported complications.